Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past three months. The patient confirmed that the keypad is intact. The patient reportedly wears the pump on a belt and cleans the pump with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons had intermittent response. None of the keypad buttons had normal spring back or click. The contrast button had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.